Event description:
Allegedly, after nasal procedures, three hospital staff members in three different cases sustained a small minor burn on their hand while disconnecting the video scope from the light source connector end. Two of the three staff rinsed the burn area with cold water, while the third one applied antibiotic ointment. They are all reported to be doing fine. (B)(4).